Manufacturer narrative:
Technical evaluation: upon return of the damaged unit, it was noted that the outer box was badly damaged. The sterile barrier had not been breached, but a kink at the distal end was noted. Conclusion: the kink at the distal end could be caused by the damaged box. The DHR for this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-04/a (lot # l12961) and sub-assembly (B)(4) (lot# l12794). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12961) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects; all lot passed 100% visual inspection. (B)(4). The DHR review of sub-assembly (B)(4) lot# l12794) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.

Event description:
Upon receipt of product at hospital, one neuron 053 was found to be damaged.